Event description:
It was reported the insulin pump had cracks on it and customer had superglue it and not he has tape on it. Blood glucose was 132 mg/dl. Cracks were noted on the reservoir chamber and he was unaware how damage occurred. No further information reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to open heat bond of zebra connector both side on lcd. The device had broken case at luer lock area and cracked overlay.